Manufacturer narrative:
(B)(6). The alleged motor noise issue could not be duplicated. Review of the pump history confirmed multiple loss of prime alarms due to zero force and low non-zero force. The pump failed calibration testing measuring 126. The force sensor failed resistance specification measuring 6k ohms at (B)(6) of force.

Event description:
Evaluation revealed the force sensor was out of calibration. This report is being made based on the evaluation results.